Manufacturer narrative:
Seroma and reoperation are known adverse events that may occur with or without the use of additional support in expander based breast reconstruction. It is unclear in this specific case whether the device caused or contributed to the events noted. In discussion with the surgeon it was noted that patient tissue quality may have contributed to delayed healing and subsequent seroma.

Event description:
A patient underwent bilateral prepectoral two stage breast reconstruction with tissue expanders and ovitex prs. Within approximately two weeks, one side developed a seroma. On the contralateral side drainage was noted through the surgical wound. The surgeon removed both tissue expanders and ovitex prs devices.